Event description:
It was reported that a port access needle has fractured near the y site exposing patient to cytotoxics. This issue was discussed during a meeting with the customer today. No further details are available as this occurred a few weeks ago. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.